Manufacturer narrative:
(B)(4). D10: 42504606212 - psn rev fem cmt ccr pls sz 7r - 64998811. 42556806205 - psn fem post aug sz7 5mm - 65042394. 42560007514 - psn rev str smth stem 14x75 - 65265733. G2: foreign - event occurred in australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision approximately 3 years and 2 months post-implantation in which the femoral component, stem, and augments were removed and replaced. Attempts have been made and no further information has been provided.